Event description:
It was reported that the patient experienced dehiscence of the left side lead extension of the deep brain stimulation (dbs) system which was protruding through the skin at the lead extension site. The patient under a procedure in which the area was opened, cleaned out, the lead extension was explanted and a new device implanted. It was additionally reported that the patient is expected to fully recover and the device will not be returned for analysis as it was disposed of by the facility.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Manufacturer narrative:
D2.b.: pro code (product code): nhl, pjs.

Event description:
It was reported that the patient experienced dehiscence of the left side lead extension of the deep brain stimulation (dbs) system which was protruding through the skin at the lead extension site. The patient under a procedure in which the area was opened, cleaned out, the lead extension was explanted and a new device implanted.